Event description:
As reported by hospital, there was a crack in the rotating adaptor of a three-valve manifold which allowed air to get into the system during aspirations. There was no pt injury. A sample will be returned for evaluation.